Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor used synthetic absorbable surgical sutures,  found that the needle and sutures were detached and the sutures were broken when opening the original packaging. Immediately stopped using them and replaced them with new and intact needle to suture the patient's wound. There was no patient injury.